Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed the reported issue. Upon remote analysis the rse found that there was no communication with geo pc. As a troubleshooting action, checked control network switch (ts) and its power supply (adapter), the cable rc:x25 to scc1:x22 connections. After performed service the system was returned to use with limitation as accepted by the customer. However, the issue reoccurred again, the philips engineer upon functional analysis found that there was issue with geo power supply. To resolve this issue, philips engineer replaced the power supply. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system displayed an error of geometry movement not available that resolved after ten minutes. The system also displayed an error message of emergency stop button activated. The issue was resolved after restarting the system several times. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.